Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited high pacing thresholds. The lead was capped and replaced during routine device change out.